Event description:
It was reported that the patient¿s stimulator was replaced due to being septic. It was reported as ¿got septic.¿ additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead; product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot # va0b9rk, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type lead. (B)(4).